Event description:
It was reported that the patient had a gram positive central cocci atrial line and was given medication and antibiotics. The patient also presented with hemolysis with a hemoglobin of 7.3 and given red blood cells. The patient had a genitourinary bleed post hemoclippling.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding and hemolysis could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B is currently available. The IFU lists bleeding and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was on extracorporeal membrane oxygenation pre-operation after being admitted for an st- elevation myocardial infarction (stemi) and the hemolysis appeared to be a problem with the continuous renal replacement therapy post operation. The hemolysis resolved.